Manufacturer narrative:
The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files using thus. No unexpected insulin flow blocked alarms noted during testing. Review of the downloaded history files shows there were not any no delivery alarms for the (B)(6) 2021 (event date) however, there are three (3) no delivery alarms (bolus delivery) on (B)(6) 2021 at 13:23, 13:24, and 17:15. No damage or moisture damage on the electronic assembly electrical board 1 and electrical board 2, motor, or force sensor noted during visual inspection. The force sensor zero offset is within specification (23.4 milivolts). A test p-cap does lock into place inside the reservoir compartment properly. The insulin pump was received with scratched case, cracked select button keypad overlay, stained keypad overlay, broken belt clip rails, damaged serial number label, pillowing keypad overlay, and case cracked behind the insulin pump at the corner of the belt clip rails. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump had flow block alarm. Customer declined for the troubleshooting. No harm requiring medical intervention was observed. The insulin pump will return for analysis.